Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for emotional distress, suffering for severe and permanent personal injuries sustained by the patient, however, no details have been provided. No lot number has been provided, therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against composix kugel hernia patch. The attorney alleges general allegations for emotional distress, suffering for severe and permanent personal injuries sustained by the patient and the device is defective.